Event description:
It was reported that during surgery, the calibration for the thickness of the grafts does not seem right. There was patient impact but it is unknown the extent of the impact or if there was a delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.